Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infection. The surgeon removed all of the implants from the 2015 case; and placed and antibiotic spacer. The spacer was not a djo brand.